Event description:
During an in-clinic follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. Provocative testing was performed, and the noise was not reproducible. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.